Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had broken needle. The customer¿s blood glucose was unknown. The customer reports that when she pulled out sensor there was no needle piece unless it is stuck in the body. Troubleshooting was not performed. The sensor will not be returned for analysis.